Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The reported event could be confirmed, based on available medical record and health care professionals. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: the tibial and talar components shows clear radiolucence and some smaller and larger cysts probably a sign of loosening. The pe cannot be assessed directly, however, no clear signs of breakage or loosening. The talar and tibial component subsidence is also noticed. Infection cannot be completely excluded in the given information, but we do not have any evidence. Based on investigation, the root cause was attributed to a patient related issue. The cause of failure is due to radiolucence and cavities around tibial and talar components. If the device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.